Manufacturer narrative:
The 20mm aso was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 9f loader, deployed, and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.

Event description:
A 20mm amplatzer septal occluder (aso) was successfully implanted. Later when the patient was in the ICU she experienced av block. The patient was observed for a couple of days. On (B)(6) 2013, the patient was sent to surgery to have the aso removed.